Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during the use of the one-link device. The patient had a chemo pump connection that leaked in the evening. The patient had the device changed the following day. There was no patient injury or medical intervention associated with this event. No additional information is available.